Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The customer's complaint was confirmed. The system board was replaced to address the issue. Additionally, the blower assembly, blower bellow, machine flow assembly and muffler assembly were replaced due to contamination findings. The air inlet filter was replaced for preventative maintenance. The device was tested and passed final testing.